Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity. On (B)(6) 2016 the patient had a spinal tap and was diagnosed with bacterial meningitis, the area of infection was the spine. The patient experienced symptoms of infection; stiffness in neck, severe headache. Once the health care professional did the spinal tap, the device had to be removed quickly due to growth of bacteria. The patient was given IV antibiotics. In the beginning of (B)(6) 2016, the patient¿s pump and catheter were removed due to bacterial meningitis. It was noted that there will never know what happened, all they know is that the pump was infected and needed to be removed. The infection was associated with the implant it was thought that the hospital had updated the manufacturer on the event. It was noted that the infection resolved

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.